Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2007 to (B)(6) 2010 and naproxen sodium (anaprox) from (B)(6) 2007 to (B)(6) 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (on (B)(6) 2010 salpingectomy (one side removal of fallopian tube)/hysterectomy with unilateral salp and on (B)(6) 2011 endometrial ablation and dilation and curettage). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: previously noted hysterosalpingogram with successful occlusion now patient said she did not undergo essure confirmation test. If you have not had your essure removed, are you currently planning for essure removal? Yes. Right side removed only. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received:new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish were added and event physical pain/pelvic pain outcome updated to recovering / resolving and reporter information ,patient demographic details, concomitant drugs added. Updated suspect drug indication. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('bleeding') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, endometrial polyp, dermoid cyst, polypectomy, chronic cervicitis and dysfunctional uterine bleeding. Concomitant products included cefradine (vicodine) from (B)(6) 2007 to (B)(6) 2010 and naproxen sodium (anaprox) from (B)(6) 2007 to (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2010 salpingectomy (one side removal of fallopian tube)/hysterectomy with unilateral salp and on (B)(6) 2011 endometrial ablation and dilation and curettage). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy: previously noted hysterosalpingogram with successful occlusion now patient said she did not undergo essure confirmation test. If you have not had your essure removed, are you currently planning for essure removal? Yes. Right side removed only. Note: plaintiff still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2009: final pathologic diagnosis: a.left ovarian cyst, excision: mature cystic teratoma. B. Endometrium, curettage: inactive pattern with breakdown fragments consistent with polyp. No hyperplasia or malignancy identified; on (B)(6) 2010: final pathologic diagnosis: uterus and right ovary and fallopian tube, excision: cervix: chronic cervicitis. Endometrium: scant inactive pattern endometrium with features consistent with prior ablation or curettage. Right fallopian tube: benign fallopian tube with small benign serous cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: abdominal pain, bleeding added. Outcome for previously reported event pelvic pain is updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.